Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose and seizure. Customer¿s blood glucose reading was in the 20 mg/dl when the ems called. Customer¿s blood glucose reading in the ambulance was 46 mg/dl. Customer¿s blood glucose reading at the time of hospitalization were in the range of 46 mg/dl to 28 mg/dl. Customer¿ blood glucose reading was in 40 mg/dl after seizure. Customer was hospitalized from (B)(6) 2019. Customer also stated that the half the ring did lift up but the reservoir was still able to lock in place. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Information has been received which was not included with the initial report. Failure analysis was reported under MDR number 3004209178-2020-84137. The information has been provided in this report. Device received with detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached or missing retainer. Unable to perform displacement test due to detached/missing retainer.